Manufacturer narrative:
The device was returned to our us facility on feb-3-2025, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a pre check of the device on jan-23-2025, the light of the device was dimming. There was no patient involvement.

Manufacturer narrative:
Per evaluation findings by the manufacturing site: during the inspection the error description provided by the customer "light is dim" was confirmed, and further defects were detected. The device met the test specifications at the time of delivery. Based on the defects identified during the technical inspection, it is concluded that the most likely cause of the described fault is the leak between the plug and lid. The leak causes liquid to enter the blade, which affects the electronics and causes the light to be dim. This event is filed under internal complaint ID (B)(4).